Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported unconfirmed false positive result with the binax now covid-19 antigen self test. The customer stated that her son tested positive with covid-19. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to retract the previously reported event of an unconfirmed false positive result. A remedial review of the case determined that there was no allegation of a product malfunction. The customer's inquiry has been documented and addressed.